Manufacturer narrative:
Based on the device analysis, the sem analysis report and the reported information, the event was confirmed, as the device¿s pushwire was found to be broken into two segments. In addition, the stent device marker coil was found to be stretched and damaged. Per the sem analysis report, the event occurred because of tensile overload. Which indicates that the pushwire separated as the tensile strength of the wire was exceeded. In this event, use context likely contributed to the device separation and the damage, as the device was continued to be used despite the resistance. It is possible that the patient¿s severely tortuous anatomy may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture. Per our device¿s instructions for use (IFU): if excessive resistance is encountered during the delivery of the revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the revascularization device against resistance may result in device damage and/or patient injury. If excessive resistance is encountered during recovery of the revascularization device, discontinue the recovery and identify the cause of the resistance. To prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted when the device is received and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke intervention, the physician realized that the mechanical thrombectomy device detached when preparing for a second thrombectomy attempt. The device was reported to have made one pass and was able to partially retrieve some of the clot material. The physician wanted to perform a second pass but realized that the device had detached after being removed from the patient's body. The physician decided to stop the intervention, after the device unintentionally detached. The anatomy was reported to have been severely tortuous. Post intervention, the patient was reported to have ¿headaches, consciousness is fuzzy, and fall suddenly¿. The patient was reported to have been discharged.

Manufacturer narrative:
The mechanical thrombectomy device was returned for analysis without the micro catheter, as it was discarded at the site. The stent device appeared to be broken into two segments. The pushwire was found to be separated proximal to the proximal marker band. The marker coil was found to be stretched and damaged. The stent device could not be used for testing with an in-house micro catheter due to its damaged condition. The distal segment was sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. A supplemental report will be submitted when the evaluation has been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.